Event description:
It was reported that this 120404fp fogarty catheter balloon would not inflate, and saline sprayed out of the catheter. There was no patient injury reported. The product was returned for evaluation. The balloon latex appeared to have been deteriorated and the balloon edges did not match at the cracks.

Manufacturer narrative:
One 120404f embolectomy catheter was returned for evaluation. The customers report of balloon not inflating was confirmed. The balloon latex appeared to have deterioration. Multiple cracks and tears were evident on balloon latex. Leakage was observed through the tears on the balloon. Both the balloon windings were intact. Balloon latex was released from proximal windings to check balloon edges at the tears. The balloon edges did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Both the balloon windings were intact. There was no other visible damage observed on the catheter body. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was assigned to the manufacturing site for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.